Manufacturer narrative:
Upon receipt of additional information, this report will be completed under manufacturing report number 0002648920-2017-0081. This report is number 1 of 4 mdrs filed for the same patient (reference 0001822565-2017-00292, 0001822565-2017-00303, 0002648920-2017-00081, 0001822565-2017-00304.)

Manufacturer narrative:
Concomitant medical products: #00596401751, nexgen lps-flex femoral component option size g left, lot #unk. #00596404212, nexgen lps-flex articular surface, lot#unk. Event reported on (B)(6) 2016.

Event description:
It is reported that after a knee arthroplasty that the patient is experiencing damage to posterior edge of baseplate on lateral side and the insert appears not to be fixed.